Event description:
It was reported that the customer had some issues with the insulin pump. Customer stated that sometimes the correction boluses do not bring her blood glucose levels down. Customer stated that they will check every hour throughout the night and take 3-4 correction boluses before the blood glucose levels drop. Customer is not sure why this is happening. Customer had another situation when the infusion set just fell off. Customer mentioned that the pump was halfway submerged underwater for a few seconds. Customer did not notice anything wrong with it. Customer had an issue recently where the pump settings were recently messed up. Customer was recommended to contact their health care provider. Customer will call later tonight. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.